Event description:
It was reported that after an interventional neurological procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. A femoral angiogram was not performed prior to the start of the procedure. Reportedly, a needle-to-cuff miss occurred. There was no difficulty removing the device. Although hemostasis was subsequently achieved, the method used was not specified. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Failure to follow steps. The customer reported that a femoral angiogram was not performed prior to deployment of the perclose proglide smc device. The IFU states under arterial site and puncture considerations that before inserting the access needle, use of ultrasound guidance to visualize the common femoral artery or fluoroscopy to visualize the femoral head is recommended. When using the femoral head as a reference point, target the middle of the femoral head as the puncture site. Performing a femoral angiogram through the introducer sheath (or procedural sheath) to verify that the access site is in the common femoral artery is recommended before anticoagulants are given. The IFU additionally states under arterial site and puncture considerations to perform a femoral angiogram prior to deployment of the perclose proglide smc device to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. The IFU additionally states under the warning section to perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery.

Manufacturer narrative:
(B)(4).. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4) - failure to follow steps. The customer reported that a femoral angiogram was not performed prior to deployment of the perclose proglide smc device. The IFU states under arterial site and puncture considerations that before inserting the access needle, use of ultrasound guidance to visualize the common femoral artery or fluoroscopy to visualize the femoral head is recommended. When using the femoral head as a reference point, target the middle of the femoral head as the puncture site. Performing a femoral angiogram through the introducer sheath (or procedural sheath) to verify that the access site is in the common femoral artery is recommended before anticoagulants are given. The IFU additionally states under arterial site and puncture considerations to perform a femoral angiogram prior to deployment of the perclose proglide smc device to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. The IFU additionally states under the warning section to perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery.